Event description:
Customer reported that the t:slim x2 pump battery would not charge, despite using the correct charging equipment and trying multiple troubleshooting steps, including different wall adapters and charging cables. There was no reported adverse impact. The customer continued to use pump for insulin delivery.